Event description:
Pt was treated with esophageal ablation in 2003 with the device. Two months later, pt came to site for follow-up visit, stated that pt were having problems with food going down the esophagus. Upon examination of the esophagus via endoscopy a mild stricture was noted. Pt was dilated. Esophagus is patent and open after dilation.